Event description:
It was reported that a user experienced several episodes of high blood glucose while using the ilet, with one hyperglycemic event identified via survey. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment, disability, or hospitalization. Investigation included collection of additional information from the user regarding the event and blood glucose questionnaire responses. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts or alarms reported and no specific device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.